Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated in normal input testing. Further examination of the device demonstrated that the connector panel was bent, the plastic device case was damaged, the led lens was missing and the dust cover for o2 was missing. The electrical connector from the spo2 pcb to the cpu pcb was not fully seated and the voltage regulator had become unglued from the pcb and its wire was broken. The root cause of these issues was determined to be external shock to the device as exhibited by the case and connector panel damage. The above electrical issues were repaired (including replacement of the uim pc stack) and periodic maintenance, calibration and functional testing were performed at impact. The unit was returned to the end user after it tested within specification.

Event description:
Limited info was provided by the end user in relation to this event. It was reported that the pt was being transported while being supported by the impact aev automatic emergency ventilator when alarms activated ("internal comm failure", "pulse ox module failure" and "spo2/hr not available") and the ventilator failed to operate. Manual ventilation was then used to support the pt. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the unexpected behavior of the ventilator caused the need for manual ventilation. We have submitted this as a serious injury event because it was reported that manual ventilation appeared to be necessary to preclude permanent impairment or damage due to the device incident.